Event description:
Reporter alleged obtaining the results of 215 mg/dl and 115 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Customer reported the 2560 red dot gel/snap had erosion/rust causing flat lines. Our testing has confirmed product does not meet specification, a corrective action has been implemented and a recall has been initiated for the return of affected product.